Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impactor plate fractured while surgeon was impacting cup. Inline offset impactor and hip end effector were damaged as well, I had replacement set of instruments to open onto the sterile field, surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Case type: tha. Surgical delay: 35 minutes. This complaint is for the 206270 shell impaction platform. Associated complaints from the same surgery include: (B)(4).

Manufacturer narrative:
Reported event: it was reported that impactor plate fractured while surgeon was impacting cup. Inline offset impactor and hip end effector were damaged as well, I had replacement set of instruments to open onto the sterile field, surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Product evaluation and results: (B)(4) could not be completed as the 206270 shell impaction platform was not provided. Three communication attempts were made and appropriate information was not received. Product was not returned. Product history review: review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 12/21/2015 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot 45021215 shows 11 additional complaints related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Impactor plate fractured while surgeon was impacting cup. Inline offset impactor and hip end effector were damaged as well, I had replacement set of instruments to open onto the sterile field, surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Case type: tha. Surgical delay: 35 minutes. This complaint is for the 206270 shell imp action platform. Associated complaints from the same surgery include: (B)(4).